Event description:
It was reported that during an interventional procedure, the 4.5 x 8mm nc trek balloon may have had a deflation issue and may have failed to re-wrap. There was no report of an adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to fold and failure to deflate could not be confirmed. Three deflation times were measured, and all met manufacturing specifications. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.